Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) inspected the device and upgrade the software to the current revision. The unit passed extended self testing.